Event description:
Add'l info rec'd from MFR 10/8/02: this letter is in response to the FDA inquiry sent to philips medical systems dated july 8, 2002 regarding an incident at the hospital in 2002. This event was reported to the FDA by philips on june 28, 2002. Philips medical systems has repeatedly requested that the agilent heartstream xl m4735a defibrillator involved in this incident either be returned to MFR or that MFR have access to the defibrillator at the hospital in order to perform a complete evaluation of the device. Hospital currently remains in possession of this defibrillator. Dir of plant operations at the hospital, wrote to philips on august 15, 2002 stating that the hospital has decided to send the defibrillator out for a third party evaluation before returning the device to MFR. They were not able to give an estimated date as to when they would be returning the defibrillator to MFR. As MFR's investigation remains ongoing, MFR will provide FDA with the info that they have to date. It was reported that after discharging once this agilent heartstream xl would not discharge a second time. After charging the defibrillator the second time, the nurse attempted to deliver defibrillation and the screen went blank. Defibrillator pads were being utilized and the unit was on ac power at the time. The clinicians changed to a second heartstream xl that was in the room at the time and defibrillated using the same defibrillator pads. After the change to the second heartstream xl, therapy continued without a problem. Despite this therapy the pt expired. The hospital has not yet allowed philips medical systems to perform a detailed analysis of the device and is sending the device out for a third-party evaluation. The ed director, stated that the minimal delay which occurred while changing to the standby defibrilator did not impact the pt outcome. The date MFR received info about the event described in the medical device report: june 3, 2002. This device remains at the hospital. Facility is sending the device out for a third-party evaluation and do not have an estimated date that they will be sending the device to philips medical system. MFR did not include a conclusion code in the report because they have been unable to evaluate the device. Once MFR receives the device and completes the evaluation they would be able to provide the add'l requested info.

Event description:
Patient was defibrillated once. Nurse attempted to charge and defibrillate again. The monitor went blank and the unit did not deliver the second charge.